Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment, unresponsive keys, and contamination under the keypad contacts. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: confirmed the battery compartment is cracked at opening of battery chamber extending down behind the fingerpad. A test battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. No loss of power, no evidence of moisture damage in battery compartment. Testing confirmed intermittent responses to button presses on the 'down' and 'contrast' buttons. Multiple button presses with increased force applied are required before the 'down' and 'contrast' buttons engage. No visible damage on the keypad. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.